Manufacturer narrative:
(B)(4)

Event description:
It was reported that it was unsuccessful to acquire a morphology template using rv coil-can, so tip-can was attempted. This gave very inconsistent percentage matches, even though the egm didn't appear to change. The session was ended and re-interrogated, but the outcome was the same. Programming changes were made. The patient was unharmed.